Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a travel coarse error. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information was received by the manufacturer and attached on 9-sep-2022 whereby it was clarified that the event occurred during the annual testing. Customers were unaware if prior to this the errors occurred during use. There are no internal complaints stating patients were involved. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a device has been received by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with chipped top case corners, cracked bottom case by l-bracket and right plunger case; tamper seals were intact. The reported problem was duplicated/verified. The investigation heard popping noise followed by travel course error - check clutch/plunger lever. Normal wear caused the clutch halves to slip on the lead screw, parts are 7 years old. The lead screw, clutch spring and both clutch halves were replaced as corrective action. The root cause of the reported issue was traced to customer interface (the right and left clutch not operating as intended as a result of customer use). The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.